Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed that the crimped stent was stretched. This stretching resulted in the stents struts being misaligned and resulted in the stent being positioned over the proximal and distal markerbands. There was no evidence of device use. The stent was still secured on the balloon and no additional damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. The 75% stenosed target lesion was located in the non-calcified and moderately tortuous mid right coronary artery (rca). During preparation, as the protective sheath was removed from the 4.0x24mm liberte bare stent delivery system, the stent dislodged. It had come off the balloon with the protective sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. The 75% stenosed target lesion was located in the non-calcified and moderately tortuous mid right coronary artery (rca). During preparation, as the protective sheath was removed from the 4.0x24mm liberte bare stent delivery system, the stent dislodged. It had come off the balloon with the protective sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).